Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had sudden onset of dystonia, inability to walk, and inability to talk the day prior to this report. It was reported that the patient went to the emergency room (ER) on the day of this report. No further complications were reported.